Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of two units of small volume infusors "came off the filling port". This issue was identified at the hospital, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from june 20, 2019 - june 24, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.